Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6)2024, it was reported that the pediatric patient experienced symptoms of extreme hyperglycemia (headache, stomach ache, nausea). The patient¿s mother tried to treated the patient with insulin injections insulin but then they end up in the hospital where the patient was hospitalised for 5 days. The patient experienced very high ketone levels (no values reported) and very high blood sugar. At an unspecified time of the event the cgm reading was 300 mg/dl and the bg reading was 600 mg/dl. At the time of the report the patient was stable and already going to school. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem correction to the following statement in the initial MDR, "the sensor was inserted into the arm."

Event description:
The sensor was inserted into the arm on (B)(6) 2024.